Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited connecting tube had coating peeled (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found image guide bundle had significant breakages. Due to a dent on switch 4, water tightness was lost. Electrical connector was both sticky and had corrosion due to water leakage. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Indication on grip was peeled. The control unit had a crack. Switch 1 and switch 4 had wear. The connecting tube had a dent. The universal cord had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation the root cause could not be identified; however it is likely that the defect was caused by stress of repeated use, external factors, or handling. The event can be [detected/prevented] by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.